Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: vedr01 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that patient's right ventricular (rv) lead had experienced increasing and high impedance's as well as increasing thresholds. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.